Manufacturer narrative:
(B)(4).

Event description:
A maude report was received in which the customer reported cuff leaks with the tracheostomy tube connected to a home vent.. The customer's father has reportedly used shiley tracheostomy tubes for three years and all had been well for about two and a half years when the color of the balloon valve of the tracheostomy tube was reportedly observed to have changed from translucent white to blue. It was at this point the customer observed the cuff leaks - which were reported to be so bad that the cuff needed to be filled every 5 to 15 minutes. In order to maintain adequate ventilation on a home ventilator, cuff pressures were set between 22 and 32mm hg as per the portex cuff pressure measuring device. It is unknown how long the tracheostomy tube had been in place prior to the event or from where the tracheostomy tubes had been obtained and how they had been stored. Though requested, no further information has been provided. There is no report of serious injury or death associated with this event.